Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a damaged dso seal, scratched lcd lens, and a damaged remote dose connector. Functional testing was able to duplicate the reported problem. It was determined that the damaged remote dose connector was the root cause. The remote dose connector, dso seal, and lens were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the remote connector is damaged. There was no patient involvement.